Manufacturer narrative:
Initial reporter's phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
A (B)(6) male patient presented (two years ago) with retroperitoneal bleeding due to aortic plaque rupture. This unusual aortic syndrome was treated with endovascular graft placement. Devices implanted during the endovascular aortic repair (evar) included the following devices: cook zenith flex aaa endovascular graft bifurcated main body (tffb-32-82-zt) and cook zenith flex aaa endovascular graft iliac leg (tfle 12-73-zt) placed on the left, while a competitor's graft was placed on the right. Mixing and matching of grafts was done due to product availability, as the case was being performed urgently. On the one year computed tomography (CT), plaque was identified as it had been on the previous CT. Two years after the initial evar, the patient was admitted to the hospital with a seven-day history of severe abdominal pain. A CT angiography showed a large a large retroperitoneal hematoma, contrast extravasation, and a type 3 endoleak. The patient had not encountered any trauma between the initial evar and the hospital admission. Following control angiography a hole (type 3 endoleak) in the cook zenith flex aaa endovascular graft bifurcated main body (tffb-32-82-zt) was identified. An angiographic catheter was placed through the hole identified in the graft and the hole measured at least 2 mm. The patient was treated immediately using a competitor's cuff graft that was placed percutaneously via the left groin through the arteria femoralis communis (afc). A CT was completed six-months post procedure and the cuff placed showed adequate positioning with no endoleak or contrast extravasation. There were not systemic or CT signs of infection. The authors stated in the discussion that "in the presented case, plaque was evident in the same place in all of the CT controls. The plaque was responsible for the aortic rupture and was in close proximity to the endograft." Additionally at the six-months post procedure CT a significant plaque dislocation relative to the aortic cuff that had been placed in the secondary procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation cook was informed on (B)(6) 2022 of a journal article, ¿aortic rupture following an evar secondary to graft erosion¿. As reported in the literature a 68-year-old male patient presented with retroperitoneal bleeding due to aortic plaque rupture and was treated with endovascular graft placement (date unknown). The literature states the procedure was completed using a ¿mix and match¿ approach. A zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-32-82-zt) unknown lot was used, a gore excluder was used for the right limb, and a zenith flex aaa endovascular graft iliac leg (rpn: tfle-12-73-zt) was used for the left limb. Two years later the patient was readmitted with severe abdominal pain. A computed tomography (CT) imaging revealed a hematoma, contrast extravasation (leakage of) and a type iii endoleak. Since the first procedure the patient did not experience any trauma or prior intravascular procedures according to the literature. The patient was treated with an aortic infrarenal cuff placed through the left groin. Before the cuff was placed, a hole in the graft became evident because it was possible to insert an angiographic catheter through the hole in the graft. The patient was treated successfully with placement of the aortic infrarenal cuff. The literature also reported in the presented case, plaque was evident in the same place in all of the CT controls. The plaque was responsible for the aortic rupture and was in close proximity to the endograft. The literature concluded the sharp aortic plaque may have been responsible for the endograft tear. Reviews of the documentation including the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, the article included computed tomography (CT) scans. The first CT (unknown date) shows previous aortic plaque rupture with hematoma. A one-year follow-up transverse CT shows good endograft position, no graft migration, and no endoleaks. The plaque remained in close proximity to the endograft. A one-year longitudinal CT also shows the plaque. A CT angiography is also included (date unknown) that shows a large hematoma, contrast extravasation, type 3 endoleak, and the plaque that is likely responsible for the endograft tear; a type 3 endoleak is shown; the CT also shows an angiographic catheter was able to fit through the hole in the graft. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be conducted due to the lack of lot information provided. It should be noted that this device is distributed via a one-device lot. Cook also reviewed product labeling. The product IFU, t_zaaaf_rev 5 ¿zenith flex aaa endovascular graft with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 1 device description 1.1 aortic main body and iliac leg components the zenith flex aaa endovascular graft is a modular system consisting of three components, a bifurcated aortic main body and two iliac legs. (Fig. 1) the graft modules are constructed of full-thickness woven polyester fabric sewn to self-expanding stainless-steel cook-z stents with braided polyester and monofilament polypropylene suture. The modules are fully stented to provide stability and the expansile force necessary to open the lumen of the graft during deployment. Additionally, the cook-z stents provide the necessary attachment and seal of the graft to the vessel wall. The bare suprarenal stent at the proximal end of the graft contains barbs that are placed at 3 mm increments for additional fixation of the device. To facilitate fluoroscopic visualization of the stent graft, gold radiopaque markers are positioned as follows: one on the lateral aspect of the most distal stent on the contralateral limb of the bifurcated section of the main body and four in a circumferential orientation within 2 mm of the most superior aspect of the graft material. 2 indications for use the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: ¿ adequate iliac/femoral access compatible with the required introduction systems, ¿ non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: ¿ with a length of at least 15 mm, ¿ with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, ¿ with an angle less than 60 degrees relative to the long axis of the aneurysm, and ¿ with an angle less than 45 degrees relative to the axis of the suprarenal aorta. ¿ iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). 4 warnings and precautions 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5 - 20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. ¿ the safety and effectiveness of the zenith flex aaa endovascular graft with the z-trak introduction system has not been evaluated in the following patient populations: ¿ traumatic aortic injury diameters utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. The contrast-enhanced spiral CT scan must start 1 cm superior to the celiac axis and continue through the femoral heads at an axial thickness slice of 3 mm or less. 4.4 device selection ¿ strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression 4.5 implant procedure ¿ appropriate procedural imaging is required to successfully position the zenith flex aaa endovascular graft and assure accurate apposition to the aortic wall. ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ endoleak ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion 6.5 endoleak management type iii endoleaks caused by graft defects, inadequate seal or disconnection of the modular components were treated with additional ballooning or prostheses. As reported by the angiographic core lab, there were no type IV endoleaks during the u.s. Clinical study. The graft material used to manufacture the zenith aaa endovascular graft is of standard thickness and is the same material used in open surgical procedures. 7 patient selection and treatment 7.1 individualization of treatment the risks and benefits should be carefully considered for each patient before use of the zenith flex aaa endovascular graft. Additional considerations for patient selection include but are not limited to: ¿ patient's anatomical suitability for endovascular repair ¿ non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: ¿ with a length of at least 15 mm, ¿ with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, ¿ with an angle less than 60 degrees relative to the long axis of the aneurysm, and ¿ with an angle less than 45 degrees relative to the axis of the suprarenal aorta ¿ iliac artery distal fixation site greater than 10 mm in length and 7.5 to 20 mm in diameter (measured outer wall to outer wall) ¿ freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft the final treatment decision is at the discretion of the physician and patient. 8 patient counseling information patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death 10.5 device sizing guidelines the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing or oversizing may result in incomplete sealing or compromised flow. 11 directions for use anatomical requirements ¿ proximal aortic neck lengths should be a minimum of 15 mm with a diameter measured outer wall to outer wall of 18 ¿ 32 mm. Pre-implant determinants verify from pre-implant planning that the correct device has been selected. Determinants include: 1. Femoral artery selection for introduction of the main body system (i.e., define respective contralateral and ipsilateral iliac arteries). 2. Angulation of aortic neck, aneurysm, and iliac arteries. 3. Quality of the aortic neck. 4. Diameters of infrarenal aortic neck and distal iliac arteries. 5. Distance from renal arteries to the aortic bifurcation. 6. Length from the aortic bifurcation to the internal iliac arteries/attachment site(s). 7. Aneurysm(s) extending into the iliac arteries may require special consideration in selecting a suitable graft/artery interface site. 8. Consider the degree of vascular calcification. Final angiogram 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires, and catheters. 12 imaging guidelines and postoperative follow-up 12.1 general ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaa¿s ¿ physicians should evaluate patients on an individual basis and prescribe their follow-up relative to the needs and circumstances of each individual patient. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. ¿ the combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. ¿ duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. 12.4 ultrasound ultrasound imaging may be performed in place of contrast CT when patient factors preclude the use of image contrast media. Ultrasound may be paired with non-contrast CT. A complete aortic duplex is to be videotaped for maximum aneurysm diameter, endoleaks, stent patency and stenosis. Included on the videotape should be the following information as outlined below: ¿ transverse and longitudinal imaging should be obtained from the level of the proximal aorta demonstrating mesenteric and renal arteries to the iliac bifurcations to determine if endoleaks are present utilizing color flow and color power angiography (if accessible). ¿ spectral analysis confirmation should be performed for any suspected endoleaks. ¿ transverse and longitudinal imaging of the maximum aneurysm should be obtained. 12.6 additional surveillance and treatment additional surveillance and possible treatment is recommended for: ¿ aneurysms with type iii endoleak ¿ aneurysm enlargement, =5 mm of maximum diameter (regardless of endoleak status) ¿ migration ¿ inadequate seal length consideration for reintervention or conversion to open repair should include the attending physician's assessment of an individual patient's co-morbidities, life expectancy and the patient's personal choices. Patients should be counseled that subsequent reinterventions including catheter based and open surgical conversion are possible following endograft placement. Evidence provided in the literature, device failure analysis, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, no returned product and the results of our investigation, it was concluded that the likely cause for the failure was related to patient anatomy/condition. The literature noted the zenith flex aaa endovascular graft bifurcated main body was used to treat retroperitoneal bleeding due to aortic plaque rupture. The literature also notes ¿the plaque was responsible for the aortic rupture and was in close proximity to the endograft.¿ the literature concluded with the following ¿the sharp aortic plaque may have been responsible for the endograft tear.¿ the imaging included in the literature shows a type 3 endoleak and the plaque within proximity of the graft. Endoleak is also a known inherent risk of the device. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.